Event description:
According to the facility, "the manifold and syringe did not fit together properly. This occurs during the preparation stage for use, before being administered to patients."

Manufacturer narrative:
According to the facility, "the manifold and syringe did not fit together properly. This occurs during the preparation stage for use, before being administered to patients." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to h3 and h6. After further investigation, it has been determined that a sample was evaluated by the manufacturer. The investigation included review of production records, trend analysis, and testing of the actual and suspected device. No device problem was identified. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.